Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2013,(B)(6) 2014) and vaginal delivery (4). Concurrent conditions included obesity, bowel motility disorder and procedural bleeding. Concomitant products included amitriptyline since 2015, duloxetine since 2015, ondansetron (zofran) since 2015, pregabalin (lyrica) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), pain ("full body pain"), paraesthesia ("tingling") and tremor ("tremors"). On (B)(6) 2016, 2 years 1 month after insertion of essure, the patient experienced feeling abnormal ("brain fog") and amnesia ("memory loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes"), headache ("headache"), nerve injury ("nerve issues"), migraine ("migraines"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), haemorrhoids ("hemorrhoids"), nausea ("nausea"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and tremor was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, feeling abnormal, amnesia, pain, paraesthesia, rash, headache, nerve injury, migraine, tooth disorder, dyspareunia, vaginal discharge, haemorrhoids, nausea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, haemorrhoids, headache, menorrhagia, migraine, nausea, nerve injury, pain, paraesthesia, pelvic pain, rash, tooth disorder, tremor, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 189 lbs. Patient underwent total vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. On (B)(6) 2014 underwent hysterosalpingogram. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming painful menstruation, heavy periods, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received,concomitant drug added, event added;- nausea, bladder or urinary problems or changes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6)-years-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ( (B)(6) 2006, (B)(6) 2008, (B)(6) 2013, (B)(6) 2014) and vaginal delivery (4). Concurrent conditions included obesity, bowel motility disorder and procedural bleeding. Concomitant products included pregabalin (lyrica) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), pain ("full body pain"), paraesthesia ("tingling") and tremor ("tremors"). On (B)(6) 2016, 2 years 1 month after insertion of essure, the patient experienced feeling abnormal ("brain fog") and amnesia ("memory loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes"), headache ("headache"), nerve injury ("nerve issues"), migraine ("migraines"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and haemorrhoids ("hemorrhoids"). The patient was treated with surgery (surgeries to remove one or more of the essure® coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and tremor was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, feeling abnormal, amnesia, pain, paraesthesia, rash, headache, nerve injury, migraine, tooth disorder, dyspareunia, vaginal discharge and haemorrhoids outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, haemorrhoids, headache, menorrhagia, migraine, nerve injury, pain, paraesthesia, pelvic pain, rash, tooth disorder, tremor, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6) lbs. Patient underwent total vaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. On (B)(6) 2014 underwent hysterosalpingogram. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming painful menstruation, heavy periods, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, hair loss, brain fog, memory loss, full body pain, tingling, tremors, rashes, headache, nerve issues, migraines, dental problems, dyspareunia, vaginal discharge, hemorrhoids", reporter, patient information, historical conditon added from pfs. Historical and concomitant condition added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgeries to remove one or more of the essure® coils). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: fup/ summons: event injuries nos deleted and event pelvic pain, abdominal pain, vaginalpain, severe cramping, heavy abnormal bleeding added. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.